Event description:
During assistance with a system error (se) 2240 and 2367 on the home choice (hc), occurring during use, during dwell 3 of 6, it was revealed after the alarm happened, the customer started over with the same supplies. The technical service representative (tsr) assisted with ending therapy. The tsr explained the setup was compromised, and advised the customer to start over with new supplies. This writer contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated that they did start over and things went better. They stated the technical service representative (tsr) explained to them about reusing the same supplies. They stated they did talk to their nurse the next day but they don't think they mentioned the alarm or the reuse of the supplies. The hp stated they will talk to their nurse about it when they see them. The hp stated they did not notice anything unusual with the supplies that could have caused the alarm. They stated that it could be from not clamping off part of the drain line but they are not sure. The hp stated therapy has been going much better since then, no other problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the patient. The patient reused disposables. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.